Manufacturer narrative:
Device evaluated by MFR: the device was not retuned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04458. It was reported that in-stent restenosis occurred. On (B)(6) 2017, the index procedure was performed. The patient presented with critical ischemia, rest pain, gangrene, non-healing ulcers, and amputation of toe. An angiogram of the right leg showed that the right popliteal artery was 70% stenosed and the right superficial femoral artery was 60% stenosed. A 5mm by 150mm innova stent was implanted in the right popliteal artery and post-dilated with a 5mm by 200mm non-bsc balloon. Pretreatment stenosis was 70% and post treatment stenosis was 0%. A 6mm by 120mm innova stent was implanted in the right superficial femoral artery and post-dilated with a 6mm by 150mm non-bsc balloon. Pretreatment stenosis was 60% and post treatment stenosis was 0%. There were no complications and there was significant improved runoff and foot perfusion post intervention. On (B)(6) 2018, the patient presented with in-stent restenosis of both innova stents. Atherectomy was performed using a bsc jetstream 2.4mm atherectomy catheter, followed by balloon angioplasty with a 5mm by 150mm bsc sterling balloon. The vessels were patent post procedure. There were no patient complications and patient was in good condition post-procedure.